Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6)2021. During the procedure, the fifth band could not deploy. The device was removed from the patient and it was noted that the remaining three bands were knotted. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that ligator head was returned with the device. It was noted that the suture was broken and attached to the ligator head. This was likely done to remove the device from the endoscope. It was possible to observe that there were three bands attached to the ligator head, indicating that the device did not deploy. No issues were observed with the suture hole. Microscope inspection was performed, and it was found that the ligator head teeth were bent. The handle was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Upon analysis, the ligator head teeth were found damaged. This is likely due to excess force applied during handle rotation. Once the ligator head teeth are damaged, the suture can move from its original position slipping through the bands during handle rotation until it detaches from the component. This can lead to an improper deployment of the bands. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the fifth band could not deploy. The device was removed from the patient and it was noted that the remaining three bands were knotted. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.